Event description:
Material no.: 930815ns. Batch no.: 0287124. It was reported by the distributor that there was foreign particle. Foreign particle.

Manufacturer narrative:
No samples or photos were available for evaluation. As a result, bd was unable to verify the reported issue or determine a definitive root cause. If samples, photos or additional information become available, bd will re-open and investigate accordingly. A production record review was completed for batch/lot 0287124 and no defects reported related to "foreign material" during routine in-process inspections during the packaging of the lot. A potential root cause may include an operator's failure to perform machine cleaning activities and proper gowning procedures. No further actions are required. This failure will continue to be tracked and trended.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the distributor that there was foreign particle. Foreign particle.